Event description:
There is no update to the previous description provided.

Manufacturer narrative:
Product evaluation: one unknown zimmer implant was reported but not returned for investigation. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted. The reported devices were intended for an unknown tooth location. Review of appropriate documentation: per the applicable IFU, improper techniques can lead to device failure. DHR review: DHR review could not be performed for the implant since the lot number was unknown. Complaint history review: complaint history review could not be performed for the implant since the lot/item number was unknown. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, implant malfunction and the reported event could not be verified since the implant was not returned.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided. Patient's age not provided. Patient's gender not provided. Patient's weight not provided. Event date not provided. Item and lot number for the implant was not provided. Last name and title of reporter was not provided. 510(k) number is unknown. Device manufacturing date unknown.

Event description:
It was reported that the tool got stuck in an implant during a surgical procedure. Procedure was completed using another tool.